Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a pinhole in the catheter near the hub was confirmed, and the damage appears to be use related. The external segment of a hickman 7fr d/l catheter was returned for investigation. The d/l catheter tubing extended 1.8cm from the distal end of the bifurcation. The remainder of the catheter was not returned for investigation. A visual observation of the returned sample revealed evidence of use. The printing was completely worn from the clamping oversleeves. Debris was observed in the crevices of the clamps. Two holes were observed in the clamping oversleeve 3mm from the distal end of the white crimp collar. The holes were 180-degrees apart. A functional test revealed that fluid would leak from the holes when the lumen was pressurized. Due to the evidence of use found on the returned catheter, this was considered a use related issue. The holes most likely developed after placement. The observed damage can occur if the clamp is compressed over the catheter adjacent to the crimp collar. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector.

Event description:
Facility reported that the white lumen had a pinhole at hub of line. Facility also reported that the outer layer had separated above the triangle area where the lumens meet. Required dual repair. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huzh2094 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the white lumen had a pinhole at hub of line. Facility also reported that the outer layer had separated above the triangle area where the lumens meet. Required dual repair. No patient injury reported.